Event description:
It was reported on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported heparin was administered. During procedure, it was reported after the third deployment attempt, it was noted there was a gap on the mitral side of the device. A decision was made to remove and replace the device with a 28mm amplatzer amulet. During device preparation of the replacement device, a pericardial effusion was noted at the transverse sinus near the left atrial appendage (laa) and growing. The 28mm amplatzer amulet was quickly and successfully implanted with a 14f amplatzer torqvue 45x45 delivery sheath. A decision was then made to drain the effusion with 900cc of fluid removed and the patient was reported stabilized. It was reported a reversal agent was administered during procedure to reverse heparin. The current patient status was stable in intensive care unit (ICU).

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion in the transverse sinus was reported. It was reported that a decision was made to quickly release the device, pull back the delivery sheath to the right atrium, and intravenous (IV) protamine was administered; however, over the next few minutes, the effusion grew significantly to become circumferential with right atrium collapse. An emergent pericardiocentesis was performed and close to 700cc of blood was drained. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that a 25 mm amplatzer amulet left atrial appendage occluder was chosen for implant before implanting 28 mm amulet occluder and during initial deployment, three unsuccessful deployment attempts were made, which may have contributed to the reported pericardial effusion. Based on the information received, the exact cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported a bolus of heparin, 7500 units, was administered and the patient's activated clotting time (act) levels were 247s-472s. During procedure, it was reported after the third deployment attempt, it was noted there was a gap on the mitral side of the device. A decision was made to remove and replace the device with a 28mm amplatzer amulet. A 14f amplatzer torqvue 45x45 delivery sheath was prepared and the 28mm amplatzer amulet was initially deployed to an acceptable location. Transesophageal echocardiography (tee) imaging demonstrated good positioning, no leak and good compression values and a tug test confirmed stability. However, at this time, it was noted pericardial effusion in the transverse sinus. A decision was made to quickly release the device, pull back the delivery sheath to the right atrium, and intravenous (IV) protamine was administered. However, over the next few minutes, the effusion grew significantly to become circumferential with right atrium collapse. Decision made to perform an emergent pericardiocentesis. It was reported close to 700cc of blood was drained, the patient's blood pressure recovered, and the patient was reported stabilized. The delivery sheath was then removed and vascular access site was closed with figure of 8 suture. The current patient status was stable in intensive care unit (ICU) without need for vasopressors. A follow up on (B)(6) 2024 did not confirm any pericardial effusion